Event description:
Date notified: (B)(6) 2010. A model 305 aspirator (s/n (B)(4)) failed to operate on high speed. An inspection of the device revealed a battery pack terminal was disconnected. The terminal was re-crimped and reconnected to the battery pack, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.